Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels in a bowtie shape. The laser power was lowered but this did not help dissipate the pixels. There were no patient complications reported in relation to this event.